Manufacturer narrative:
Preliminary analysis showed that based on available data, normal battery depletion occurred.

Event description:
Reportedly, during a scheduled follow-up on (B)(6) 2016, a warning message was displayed stating that eos (end of service) detected. During the penultimate follow-up in (B)(6) 2016, the estimated longevity was 11 months. Review of the same file with smartview 2.54 showed a longevity of 10 months (min: 6 months). The device was explanted but has not been available for analysis.

Event description:
Reportedly, during a scheduled follow-up on (B)(6) 2016, a warning message was displayed stating that eos (end of service) detected. During the penultimate follow-up in (B)(6) 2016, the estimated longevity was 11 months. Review of the same file with smartview 2.54 showed a longevity of 10 months (min: 6 months). The device was explanted but has not been available for analysis.

Event description:
Reportedly, during a scheduled follow-up on (B)(6) 2016, a warning message was displayed stating that eos (end of service) detected. During the penultimate follow-up in (B)(6) 2016, the estimated longevity was 11 months. Review of the same file with smartview 2.54 showed a longevity of 10 months (min: 6 months). The device was explanted but has not been available for analysis.